Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with approximately 480 units of insulin. The customer's blood glucose level was 114 mg/dl. On (B)(6) 2017, the customer reloaded the cartridge successfully and received an accurate fill estimate. Several hours later, the customer reported insulin gauge decreased more than expected. It was confirmed that the customer will continue to use the pump for continued insulin therapy until the replacement pump arrives.